Manufacturer narrative:
H.6. Investigation: DHR was performed and no qn's or maintenance records that could be related to the incident were observed. Sample was returned along with a picture and the analysis confirmed the needle was blocked/clogged. The defect occurred due to the epoxy excess which reached the bases of the cannula hole diameter. The hub inner diameter was bigger than specified and the gap between the cannula diameter and hub inner diameter let the epoxy in.

Event description:
It was reported that bd precisionglide¿ hypodermic needle did not aspire the medication during use. The following information was provided by the initial reporter: when using the needle did not aspire the medication. Information received by email on 6/11/2019: the incident was noticed during the use. There was no damage to the patient/health professional. There was no exposure of blood or chemotherapic to the skin. The drug used was heparin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ hypodermic needle did not aspire the medication during use. The following information was provided by the initial reporter: when using the needle did not aspire the medication. Information received by email on (B)(6) 2019: the incident was noticed during the use. There was no damage to the patient/health professional. There was no exposure of blood or chemotherapy to the skin. The drug used was heparin.